Event description:
It was reported that the procedure was to treat a concentric 80% stenosed lesion in the proximal popliteal artery with moderate tortuosity. The connect guide wire was advanced across the lesion. A support catheter was then advanced, but resistance was noted with the connect guide wire. During removal of the support catheter resistance was noted with the connect guidewire. The guide wire was removed from the anatomy without issue and a new guidewire was used successfully with the support catheter. It was noted that outside of the patient anatomy, the connect wire and the support catheter could be brought over each other without any resistance. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.